Manufacturer narrative:
Pending investigation. D10: (B)(6), a10012 - gps implant kit v2; (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm; (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm; (B)(6), 320-15-05 - eq rev locking screw; (B)(6), 320-31-36 - glenosphere, 36mm; (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0; (B)(6), 320-36-03 - 145-deg pe 36mm hum liner +2.5; (B)(6), 531-78-20 - shouldr gps hex pins kit; (B)(6), 300-01-09 - equinoxe, humeral stem primary, press fit 9mm; (B)(6), 320-20-00 - eq reverse torque defining screw kit; (B)(6), 531-20-00 - shldr gps rvrs drill kit; (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm; (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm.

Event description:
As reported, the patient had an initial left tsa on (B)(6) 2022. The patient presented with loosening of glenoid side components. No infection was present. The patient was revised on (B)(6) 2023 and the surgeon removed the glenoid implants, and packed it with bone graft. The implant was converted to a hemi and the patient will revisit in 3 months to determine when a reverse can be implanted. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
The revision reported was likely from prothesis wear of the humeral liner from scapular notching and/or an insufficient bond between the glenoid component and bone leading to aseptic (non-infected) loosening. Furthermore, the loosening likely caused the screw fracture due to increased bending moments. However, the cause and/or sequence of events cannot be confirmed from the provided information. This follow-up report is being submitted to relay corrected information. The following sections were corrected: b2, h6 clinical code and component code. This follow-up report is being submitted to relay additional information.